Manufacturer narrative:
The insulin pump powered up properly. There was no failed battery test alarm noted during the test. All operating currents are within specification. The insulin pump passed the self test and the displacement test. The pump had a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners. (B)(4).

Event description:
The customer reported via phone call that he received a failed battery test alarm on the insulin pump. Customer's blood glucose was 180 mg/dl at the time. Customer was calling back after receiving a replacement battery cap. Customer used a new aaa alkaline battery and the failed battery test alarm recurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.